Manufacturer narrative:
During a coil embolization procedure to treat an aneurysm of the left pcom aneurysm, the physician used essende 0.014 guidewire and prowler 14 micro-catheter. The physician felt difficult when delivery (B)(4). Then, he withdrew the coil and found coil stretched. Another coil was used to complete the procedure with the previous micro-catheter. No impact to the patient consequence. Additional information indicated that patient presented with sudden headache. The CT scan showed (sah) subarachnoid hemorrhage. During insertion of the coil into the microcatheter, it was smoothly at first, but then they felt it became hard to continue the insertion. Resistance occurred during insertion of the coil through the mid shaft of the mc. There was no resistance during withdrawal for repositioning in the aneurysm, and no time during repositioning, was the coil utilized like a guidewire. However, no additional torque or force was used due to the difficulty. The mc was not re-shaped prior to use. No damages were noticed with the microcatheter. The aneurysm measured at 5x7mm, neck 3mm, neck to sac ratio 0.5, and secular. Balloon remodeling was not utilized. An adequate continuous flush was maintained through the mc at all times. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was not attached to the delivery system. No further information was available.

Manufacturer narrative:
During embolization of an aneurysm when the 2x6 trufill dcs orbit helical fill coil was inserted into the prowler 14 microcatheter (mc) it went smoothly at first and then it became difficult to continue the insertion. The resistance was encountered prior to the coil exiting the distal tip of the microcatheter. There is no information regarding how far along in the mc the event occurred. The coil was withdrawn and it was noted that the coil was still attached, however, it was stretched. Another coil was used to complete the procedure using the same mc. There was no impact or patient consequence. The treatment site was a ruptured left posterior communicating aneurysm (pcom) measuring 5x7 with a 3mm neck and neck to sac ratio of 0.5. An essende 0.014 guidewire was used with the mc and an adequate continuous flush was maintained through the microcatheter at all times. The microcatheter was re-shaped prior to use reported as through the usual method. A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and kinks were found. The support coil was no damaged. The introducer was unassembled and no damages were observed. The embolic coil was stretched and kinked. The gripper and the embolic coil were inspected under microscope and the gripper was elongated and the embolic coil was stretched and kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470667 and coil subassembly lots 14013758 and 13438231 were reviewed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Inspections are in place to prevent these types of failures leaving from the facility. The failure reported stretched coil was confirmed. The cause of the embolic coil stretched and kinked and the rest of the damages found on the unit could not be conclusively determined; however, based on the stretched condition of the gripper it appears that procedural factors, possibly vessel characteristics, and device manipulation contributed to the event. There is no indication that it is related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information indicated that patient presented with sudden headache. The CT scan showed (sah) subarachnoid hemorrhage. During insertion of the coil into the microcatheter, it was smoothly at first, but then they felt it became hard to continue the insertion. Resistance occurred during insertion of the coil through the mid shaft of the mc. There was no resistance during withdrawal for repositioning in the aneurysm, and no time during repositioning, was the coil utilized like a guidewire. However, no additional torque or force was used due to the difficulty. The mc was not re-shaped prior to use. No damages were noticed with the microcatheter. The aneurysm measured at 5x7mm, neck 3mm, neck to sac ratio 0.5, and secular. Balloon remodeling was not utilized. An adequate continuous flush was maintained through the mc at all times. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was not attached to the delivery system. No further information was available. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure to treat an aneurysm of the left pcom aneurysm, the physician used essende 0.014 guidewire and prowler 14 micro-catheter. The physician felt difficult when delivery (B)(4). Then, he withdrew the coil and found coil stretched. Another coil was used to complete the procedure with the previous micro-catheter. No impact to the patient consequence.